Event description:
Reprise iii study: it was reported that severely calcified and severely reduced leaflet mobility occurred. Procedure summary: prior to the index procedure, heparin and another anticoagulant were given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 81 mg of aspirin the day before the index procedure, and received 300 mg of clopidogrel the day of the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. There was correct positioning of single prosthetic heart valve into the proper anatomical location. The patient was discharged the next day on aspirin and clopidogrel. 1456 days after the index procedure, during a 4-year follow-up visit, the echo core lab revealed that the lotus valve was severely calcified with severely reduced leaflet mobility. An aortic valve area was 0.72 cm^2 with a mean aortic pressure gradient of 49.0 mmhg. No aortic regurgitation was noted. It was further reported that in (B)(6) 2020, 1741 post index procedure, the subject was noted to have pleural effusion. Diagnosis details for the events were unknown. The subject was hospitalized and thoracentesis was performed to treat the event. At the time of reporting the event outcome is unknown. In (B)(6) 2020, 1752 post index procedure, the subject was hospitalized due to prosthetic aortic valve stenosis and dyspnea. Physical examination on admission revealed an elevated jugular vein distention of 7 cm and severely restricted air movement on both the sides. There was also an indication of 1+ pitting peripheral edema and pulses 2+ bilaterally and recurring pleural effusion. In view of recurring plural effusion, cytology was performed, and indications of malignancy were ruled out. Echocardiogram revealed preserved ejection fraction with grade 2 diastolic dysfunction, increased elevated left atrial pressures and severe aortic valve stenosis. The subject was diagnosed with prosthetic aortic valve re-stenosis and cardiology consult was recommended for further evaluation and treatment. In view of a possible aortic valve thrombus, the subject was started on plavix and apixaban, to treat the thrombus. Cardiology consultation indicated that dyspnea was a resultant of pleural effusion caused due to heart failure, secondary to progressive aortic stenosis. Aggressive diuresis was recommended and the subject was started on lasix drip. Thoracentesis was also performed to treat pleural effusions. Dyspnea was noted to have improved post thoracentesis. The subject was not a suitable candidate for open cardiac surgery, a valve-in-valve tavr was considered feasible. In (B)(6) 2020, 1757 days post index procedure, a 23 mm non-bsc valve was implanted successfully in valve-in-valve fashion. Post operatively, the subject was started on dual-antiplatelet therapy with aspirin and plavix. Per source the subject was noted to be asymptomatic, however considered not fit for discharge. It was further reported that in (B)(6) 2019, 1676 post index procedure, the subject presented with unknown symptoms and was hospitalized on the same day for further diagnosis. Lab test was performed for the event. The subject had congestive heart failure (chf) exacerbation. Medication was given to treat the event. In (B)(6) 2019, the subject was discharged from hospitalization. It was further reported that in (B)(6) 2020, 1741 days post index procedure, the subject was noted to have pleural effusion (heart failure). The event was diagnosed by computed tomography (CT) scan and lab test. The subject was hospitalized, and thoracentesis was performed to treat the event. Four(4) days later, the event was considered recovered/resolved and on the same day, the subject was discharged. It was further reported when the patient presented in (B)(6) 2019, the patient presented with complaints of shortness of breath (sob) on exertion and worsening lower extremity edema since one week. Reported to not being compliant with home medications of lasix and eliquis. On admission, review of the systems showed, bilateral lower extremity edema with right lower extremity visibly more than the left. IV diuresis with lasix was initiated. Shortness of breath was noted to have significantly improved, while lower leg edema still persisted. At the time of reporting the event was considered not recovered/not resolved. The patient was discharged on eliquis home medication along with lasix.

Manufacturer narrative:
Describe event or problem : updated. Relevant tests/laboratory data : updated. Other relevant info : updated.

Event description:
Reprise iii study it was reported that severely calcified and severely reduced leaflet mobility occurred. Procedure summary: prior to the index procedure, heparin and another anticoagulant were given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 81 mg of aspirin the day before the index procedure, and received 300 mg of clopidogrel the day of the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. There was correct positioning of single prosthetic heart valve into the proper anatomical location. The patient was discharged the next day on aspirin and clopidogrel. 1456 days after the index procedure, during a 4-year follow-up visit, the echo core lab revealed that the lotus valve was severely calcified with severely reduced leaflet mobility. An aortic valve area was 0.72 cm^2 with a mean aortic pressure gradient of 49.0 mmhg. No aortic regurgitation was noted. It was further reported that in (B)(6) 2020, 1741 post index procedure, the subject was noted to have pleural effusion. Diagnosis details for the events were unknown. The subject was hospitalized and thoracentesis was performed to treat the event. At the time of reporting the event outcome is unknown. In (B)(6) 2020, 1752 post index procedure, the subject was hospitalized due to prosthetic aortic valve stenosis and dyspnea. Physical examination on admission revealed an elevated jugular vein distention of 7 cm and severely restricted air movement on both the sides. There was also an indication of 1+ pitting peripheral edema and pulses 2+ bilaterally and recurring pleural effusion. In view of recurring plural effusion, cytology was performed, and indications of malignancy were ruled out. Echocardiogram revealed preserved ejection fraction with grade 2 diastolic dysfunction, increased elevated left atrial pressures and severe aortic valve stenosis. The subject was diagnosed with prosthetic aortic valve re-stenosis and cardiology consult was recommended for further evaluation and treatment. In view of a possible aortic valve thrombus, the subject was started on plavix and apixaban, to treat the thrombus. Cardiology consultation indicated that dyspnea was a resultant of pleural effusion caused due to heart failure, secondary to progressive aortic stenosis. Aggressive diuresis was recommended and the subject was started on lasix drip. Thoracentesis was also performed to treat pleural effusions. Dyspnea was noted to have improved post thoracentesis. The subject was not a suitable candidate for open cardiac surgery, a valve-in-valve tavr was considered feasible. In (B)(6) 2020, 1757 days post index procedure, a 23 mm non-bsc valve was implanted successfully in valve-in-valve fashion. Post operatively, the subject was started on dual-antiplatelet therapy with aspirin and plavix. Per source the subject was noted to be asymptomatic, however considered not fit for discharge. It was further reported that in (B)(6) 2019, 1676 post index procedure, the subject presented with unknown symptoms and was hospitalized on the same day for further diagnosis. Lab test was performed for the event. The subject had congestive heart failure (chf) exacerbation. Medication was given to treat the event. In (B)(6) 2019, the subject was discharged from hospitalization. It was further reported that in (B)(6) 2020, 1741 days post index procedure, the subject was noted to have pleural effusion (heart failure). The event was diagnosed by computed tomography (CT) scan and lab test. The subject was hospitalized, and thoracentesis was performed to treat the event. Four(4) days later, the event was considered recovered/resolved and on the same day, the subject was discharged. It was further reported when the patient presented in (B)(6) 2019, the patient presented with complaints of shortness of breath (sob) on exertion and worsening lower extremity edema since one week. Reported to not being compliant with home medications of lasix and eliquis. On admission, review of the systems showed, bilateral lower extremity edema with right lower extremity visibly more than the left. IV diuresis with lasix was initiated. Shortness of breath was noted to have significantly improved, while lower leg edema still persisted. At the time of reporting the event was considered not recovered/not resolved. The patient was discharged on eliquis home medication along with lasix. It was further reported that in (B)(6) 2019, same day of admission, chest xray indicated signs of pulmonary congestion and mild chf exacerbation.

Manufacturer narrative:
Sec b1: adverse event/product problem corrected from product problem to adverse event and product problem. Sec h1: type of reportable event corrected from product problem to serious injury. Sec b5: describe event or problem : additional information. Sec b6: relevant tests/laboratory data : additional information.

Event description:
Reprise iii study. It was reported that severely calcified and severely reduced leaflet mobility occurred. Procedure summary: prior to the index procedure, heparin and another anticoagulant were given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 81 mg of aspirin the day before the index procedure, and received 300 mg of clopidogrel the day of the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. There was correct positioning of single prosthetic heart valve into the proper anatomical location. The patient was discharged the next day on aspirin and clopidogrel. 1456 days after the index procedure, during a 4-year follow-up visit, the echo core lab revealed that the lotus valve was severely calcified with severely reduced leaflet mobility. An aortic valve area was 0.72 cm^2 with a mean aortic pressure gradient of 49.0 mmhg. No aortic regurgitation was noted. It was further reported that on (B)(6) 2020, 1741 post index procedure, the subject was noted to have pleural effusion. Diagnosis details for the events were unknown. The subject was hospitalized and thoracentesis was performed to treat the event. At the time of reporting the event outcome is unknown. On (B)(6) 2020, 1752 post index procedure, the subject was hospitalized due to prosthetic aortic valve stenosis and dyspnea. Physical examination on admission revealed an elevated jugular vein distention of 7 cm and severely restricted air movement on both the sides. There was also an indication of 1+ pitting peripheral edema and pulses 2+ bilaterally and recurring pleural effusion. In view of recurring plural effusion, cytology was performed, and indications of malignancy were ruled out. Echocardiogram revealed preserved ejection fraction with grade 2 diastolic dysfunction, increased elevated left atrial pressures and severe aortic valve stenosis. The subject was diagnosed with prosthetic aortic valve re-stenosis and cardiology consult was recommended for further evaluation and treatment. In view of a possible aortic valve thrombus, the subject was started on plavix and apixaban, to treat the thrombus. Cardiology consultation indicated that dyspnea was a resultant of pleural effusion caused due to heart failure, secondary to progressive aortic stenosis. Aggressive diuresis was recommended and the subject was started on lasix drip. Thoracentesis was also performed to treat pleural effusions. Dyspnea was noted to have improved post thoracentesis. The subject was not a suitable candidate for open cardiac surgery, a valve-in-valve tavr was considered feasible. On (B)(6) 2020, 1757 days post index procedure, a 23 mm non-bsc valve was implanted successfully in valve-in-valve fashion. Post operatively, the subject was started on dual-antiplatelet therapy with aspirin and plavix. Per source the subject was noted to be asymptomatic, however considered not fit for discharge.

Event description:
Reprise iii study. It was reported that severely calcified and severely reduced leaflet mobility occurred. Procedure summary: prior to the index procedure, heparin and another anticoagulant were given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 81 mg of aspirin the day before the index procedure, and received 300 mg of clopidogrel the day of the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. There was correct positioning of single prosthetic heart valve into the proper anatomical location. The patient was discharged the next day on aspirin and clopidogrel. 1456 days after the index procedure, during a 4-year follow-up visit, the echo core lab revealed that the lotus valve was severely calcified with severely reduced leaflet mobility. An aortic valve area was 0.72 cm^2 with a mean aortic pressure gradient of 49.0 mmhg. No aortic regurgitation was noted. It was further reported that in (B)(6) 2020, 1741 post index procedure, the subject was noted to have pleural effusion. Diagnosis details for the events were unknown. The subject was hospitalized and thoracentesis was performed to treat the event. At the time of reporting the event outcome is unknown. In (B)(6) 2020, 1752 post index procedure, the subject was hospitalized due to prosthetic aortic valve stenosis and dyspnea. Physical examination on admission revealed an elevated jugular vein distention of 7 cm and severely restricted air movement on both the sides. There was also an indication of 1+ pitting peripheral edema and pulses 2+ bilaterally and recurring pleural effusion. In view of recurring plural effusion, cytology was performed, and indications of malignancy were ruled out. Echocardiogram revealed preserved ejection fraction with grade 2 diastolic dysfunction, increased elevated left atrial pressures and severe aortic valve stenosis. The subject was diagnosed with prosthetic aortic valve re-stenosis and cardiology consult was recommended for further evaluation and treatment. In view of a possible aortic valve thrombus, the subject was started on plavix and apixaban, to treat the thrombus. Cardiology consultation indicated that dyspnea was a resultant of pleural effusion caused due to heart failure, secondary to progressive aortic stenosis. Aggressive diuresis was recommended and the subject was started on lasix drip. Thoracentesis was also performed to treat pleural effusions. Dyspnea was noted to have improved post thoracentesis. The subject was not a suitable candidate for open cardiac surgery, a valve-in-valve tavr was considered feasible. In (B)(6) 2020, 1757 days post index procedure, a 23 mm non-bsc valve was implanted successfully in valve-in-valve fashion. Post operatively, the subject was started on dual-antiplatelet therapy with aspirin and plavix. Per source the subject was noted to be asymptomatic, however considered not fit for discharge. It was further reported that in (B)(6) 2019, 1676 post index procedure, the subject presented with unknown symptoms and was hospitalized on the same day for further diagnosis. Lab test was performed for the event. The subject had congestive heart failure (chf) exacerbation. Medication was given to treat the event. In (B)(6) 2019, the subject was discharged from hospitalization. It was further reported that in (B)(6) 2020, 1741 days post index procedure, the subject was noted to have pleural effusion (heart failure). The event was diagnosed by computed tomography (CT) scan and lab test. The subject was hospitalized, and thoracentesis was performed to treat the event. Four(4) days later, the event was considered recovered/resolved and on the same day, the subject was discharged.

Manufacturer narrative:
Sec b5: describe event or problem - updated.

Event description:
Reprise iii study. It was reported that severely calcified and severely reduced leaflet mobility occurred. Procedure summary: prior to the index procedure, heparin and another anticoagulant were given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 81 mg of aspirin the day before the index procedure, and received 300 mg of clopidogrel the day of the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. There was correct positioning of single prosthetic heart valve into the proper anatomical location. The patient was discharged the next day on aspirin and clopidogrel. 1456 days after the index procedure, during a 4-year follow-up visit, the echo core lab revealed that the lotus valve was severely calcified with severely reduced leaflet mobility. An aortic valve area was 0.72 cm^2 with a mean aortic pressure gradient of 49.0 mmhg. No aortic regurgitation was noted. It was further reported that in (B)(6) 2020, 1741 post index procedure, the subject was noted to have pleural effusion. Diagnosis details for the events were unknown. The subject was hospitalized and thoracentesis was performed to treat the event. At the time of reporting the event outcome is unknown. In (B)(6) 2020, 1752 post index procedure, the subject was hospitalized due to prosthetic aortic valve stenosis and dyspnea. Physical examination on admission revealed an elevated jugular vein distention of 7 cm and severely restricted air movement on both the sides. There was also an indication of 1+ pitting peripheral edema and pulses 2+ bilaterally and recurring pleural effusion. In view of recurring plural effusion, cytology was performed, and indications of malignancy were ruled out. Echocardiogram revealed preserved ejection fraction with grade 2 diastolic dysfunction, increased elevated left atrial pressures and severe aortic valve stenosis. The subject was diagnosed with prosthetic aortic valve re-stenosis and cardiology consult was recommended for further evaluation and treatment. In view of a possible aortic valve thrombus, the subject was started on plavix and apixaban, to treat the thrombus. Cardiology consultation indicated that dyspnea was a resultant of pleural effusion caused due to heart failure, secondary to progressive aortic stenosis. Aggressive diuresis was recommended and the subject was started on lasix drip. Thoracentesis was also performed to treat pleural effusions. Dyspnea was noted to have improved post thoracentesis. The subject was not a suitable candidate for open cardiac surgery, a valve-in-valve tavr was considered feasible. In (B)(6) 2020, 1757 days post index procedure, a 23 mm non-bsc valve was implanted successfully in valve-in-valve fashion. Post operatively, the subject was started on dual-antiplatelet therapy with aspirin and plavix. Per source the subject was noted to be asymptomatic, however considered not fit for discharge. It was further reported that in (B)(6) 2019, 1676 post index procedure, the subject presented with unknown symptoms and was hospitalized on the same day for further diagnosis. Lab test was performed for the event. The subject had congestive heart failure (chf) exacerbation. Medication was given to treat the event. In (B)(6) 2019, the subject was discharged from hospitalization.

Event description:
(B)(6) study. It was reported that severely calcified and severely reduced leaflet mobility occurred. Procedure summary: prior to the index procedure, heparin and another anticoagulant were given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 81 mg of aspirin the day before the index procedure, and received 300 mg of clopidogrel the day of the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. There was correct positioning of single prosthetic heart valve into the proper anatomical location. The patient was discharged the next day on aspirin and clopidogrel. 1456 days after the index procedure, during a 4-year follow-up visit, the echo core lab revealed that the lotus valve was severely calcified with severely reduced leaflet mobility. An aortic valve area was 0.72 cm^2 with a mean aortic pressure gradient of 49.0 mmhg. No aortic regurgitation was noted.